Manufacturer narrative:
The investigation for the saturated flow has been completed. Low purge pressure alarms reported with no visible leaks. Purge cassette replaced and issue resolved. Alarm occurred during patient movement. No product was returned. The data logs show suction alarms and a motor current spike before low flows for matching p-level. The root cause of the low pump flow issue was most likely biomaterial ingestion. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 59-year-old patient was implanted with an impella rp for mechanical circulatory support. The complainant reported low purge pressures were observed. Medical staff exchanged the cassette and cartridge with dextrose (d10) still for purge solution. Purge pressures slowly resolved to approximately 400, and purge flows resolved to the teens. The purge pressure low alarms also resolved. No patient harm has been reported, but the patient eventually expired. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.